Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise and varying impedance issues. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicates that the lead also exhibited high capture thresholds.

Event description:
New information received on (B)(4) 2019 indicates that the lead may have exhibited a fracture.